Event description:
A malfunction was reported with a specified malfunction code displayed on the device. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. Technical support provided information to reset the pump and assisted the customer with the reset process, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue occurred again, to which the customer agreed and understood.